Event description:
Information received from the field notes that the patient was seen for a follow-up after complaining of dizziness and palpitations. The ECG showed intermittent pv pacing at a rate of about 100 ppm and the device could not be inter- rogated. Subsequently, the device was replaced.